Event description:
Rn noted an opening in the evd [external ventricular drain] becker drainage system where the csf [cerebrospinal fluid] drains into the collection bag (where the becker bag connects to the becker system). In addition, there was another spot at the transducer connection that was leaking. The evd was clamped at the time. Csf cultures had to be run which resulted as (-). (The catheter to the patient was not involved). Drain was placed on [redacted].